Event description:
During the surgery, the locking handle of the leg section was not rotatable, so the leg section was loosen and fell down. Neither the surgeon, other staff nor the patient were injured.